Event description:
Procedure: hysterectomy. A physician called to find out how often needles break in two, and then cannot be removed during the procedure. While closing the vaginal cuff during a laparoscopic hysterectomy, the device component broke in two pieces. The needle could not be removed and the physician confirmed the patient still retained needle pieces. There was no blood loss greater than 500 cc; no unanticipated tissue loss or tissue resection; the surgical procedure was delayed greater than 30 minutes; the hospitalization was not prolonged. The patient complains of dyspareunia. There is no sample or lot number available.

Manufacturer narrative:
(B)(4).